Event description:
It was reported that the insulin pump was delivering an extra 12 units. It was stated that the customer was not sure if the buttons were pressed accidentally or if the device was malfunctioning. It was stated that the customer kept the device inside the pocket. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.